Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed 20 other similar product complaint(s) from this lot number.

Event description:
It was reported there was a leak at the hub. Additional information received: PICC placed (B)(6) 2022 at 0830. (B)(6) 2022 at 0527 nursing documentation indicates leaking at hub and nursing unable to resolve problem. PICC assessed by nvat. Line verified to be leaking at hub. No evidence of cracks. Cap changed and leaking continued. Hub compared to an unused sample and visual discrepancies noticed.